Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 29. Details of surgery: primary stability not achieved. On 2023-10-10, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.